Event description:
Caller reported their pump screen was dark and would not turn on, and the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.